Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed. A trilumen insulaton webbing damage was noted. Moreover, due to the location and type of damage, the damage was consistent with entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Hence, the rv lead was explanted. No further information available. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Hence, the rv lead was explanted. No further information available. No additional adverse patient effects were reported.